Event description:
It was reported the patient received the following results within 15 minutes: 388 mg/dl, 156 mg/dl, 80 mg/dl, and 52 mg/dl. The patient experienced symptoms of tingling on the back of her neck and lightheadedness at the time of the 52 mg/dl result. The patient was capable of self-treating her hypoglycemia by obtaining and consuming yogurt and saltine crackers without assistance. The patient felt better 30 to 40 minutes after consuming the food.